Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was cracked resulting in difficulties charging the pump. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose was 234 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.